Manufacturer narrative:
Product ID: 3387-40 lot# j0417569v, implanted: 2004 (B)(6), product type lead product ID: 37085-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID: 7482a51 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2010 (B)(6), product type extension product ID: 3387-40 lot# j0417569v, implanted: 2004 (B)(6), product type lead product ID: 37085-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient hit their head on the corner of the cabinet or counter and damaged that lead on her right side in 2010. It was also noted that it was raised where the lead was and there was ¿a lot of patchwork and extra wiring in me.¿ the lead was reportedly replaced. It was further noted that the wiring connected to the lead broke and that she damaged it right where the wiring was coiled on the top of the head and impedance readings were bad. It was noted that the therapy was working well for the patient and that when she is moving and animated she looks completely normal, but when she stops and sits still she still has dystonic things that go on, such as pulling of the neck. It was noted however, that it was not bad. It was also reported that when the lead was originally implanted, she had a cold and was coughing and her health care providers were afraid the ¿fluid had leaked a little.¿ it was unclear what was meant by this. It was also noted that it was tender and swollen at that time. The patient reportedly was given cough medicine and it ¿went back down and was fine.¿

Manufacturer narrative:
(B)(4).